Event description:
Implantable cardioverter defibrillator (ICD) exhibited increased rate/sense impedance. The lead impedance was checked with the pacing systems analyzer and was normal. The device was reconnected to the lead and the impedance remained elevated. The device was explanted and a new guidant device was successfully implanted. The device has been returned for analysis.